Event description:
The customer reported that when the unit was first turned on it would display err 11 in the pacer / defibrillator window, and would not function. There was no harm to any pt. Tests on the unit disclosed a failure of the defibrillator board assembly. The exact nature of the failure has not yet been determined. The event is not occurring more frequently or with greater severity than is usual for the device.